Event description:
It was reported that the patient received 15 inappropriate shocks, and there was high impedance and oversensing. No capture, unacceptable thresholds, and an apparent lead fracture was also indicated. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead returned.